Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, had order sodium chloride 0.9% for nebulization 3 ml erx 7325 and ads ID 1802 not crossing over epic. The customer stated that they were unable to access the medication from the affected station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, had order sodium chloride 0.9% for nebulization 3 ml erx 7325 and ads ID 1802 were not crossing over epic. The customer stated that they were unable to access the medication from the affected station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication was not crossing over. A technical support specialist (tss) found formulary item was not set to chargeable, messages dropped to host electronic protected information center (epic). After that the customer edited the item and set to chargeable, then resent the load and count messages. After that the inventory was reflecting on epic. The system functioned as intended after the technical support specialist troubleshot the device.